Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was returned without specific complaint or event. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Visual inspection of the epoxy header was performed, indicating an unusual appearance of the epoxy. Manufacturing investigation was also performed to assess the epoxy condition, which determined that this condition is acceptable and not problematic. Analysis of device image was performed, and no anomalies were noted. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed insufficient information on the pacemaker right ventricle (rv) and atrial (ra) lead. The physician elected to explant and replace the ICD. The patient was in stable condition.